Event description:
The patient reported through a manufacturer representative (rep) that they felt ¿a different numb-like stimulation from the right shoulder to the arm¿ and that ¿although it was not that concerning, the patient felt dull electrical stimulation from the right shoulder to the arm.¿ the rep tried to guide the patient to operate the stimulator as it had been several years since the patient started using it and they were worried as the patient had never operated it before. The patient was to call back if it was necessary to operate it after confirming with the medical institution if the patient could operate it alone. It was asked, but unknown whether the patient¿s ins was on and delivering therapy or whether the cause of the dull electrical stimulation sensation had been determined. It was unknown whether any external factors may have led or contributed to the issue. The issue remained unresolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.